Event description:
Related manufacturer reference number: 2017865-2022-08922. During a clinic follow-up, r wave amplitude variation and a high capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. During the revision procedure, the set screw of the device was unable to be loosened. As a result, the rv lead was unable to be removed from the device header. When attempting to remove the rv lead from the device header, the rv lead broke. Additionally, upon investigation, the set screw of the device was observed to be stripped. The rv lead and device were both explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a set screw anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was stripped, which prevented full engagement of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.